Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8323568. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally , the sample was reviewed by our quality engineers, during flow-testing they were able to determine that the root cause was a lack of holes in the catheter that would allow the exit of the fluid from the device. To address this issue our facility has increased inspection of the raw material being brought into the production process, and notified the supplier of this material.

Event description:
It has been reported that the bd durasafe plus¿ epidural lock cse needle set has experienced three cases of clogged/blocked needles during use. The following has been provided by the initial reporter: noticed epidural catheter blocked during usage.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd durasafe plus¿ epidural lock cse needle set has experienced three cases of clogged/blocked needles during use. The following has been provided by the initial reporter: noticed epidural catheter blocked during usage.